Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. There were no reported patient injuries or complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. There were no reported patient injuries or complications.